Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The product was not returned to olympus for inspection; however, a field service engineer (fse) was dispatched to customer site and confirmed user process related issue. The olympus representative addressed the problems through training and recommendations, based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the chain that connects the lid to the washing case was missing. As a result, the lid was not secured and was moving freely inside the endoscope reprocessor during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.